Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent or flickering image, residue in the air water channel and cylinder. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction noisy, intermittent or flickering image was traced to component failure. However, the most probable cause of the residue in the air water channel and cylinder could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope presented static in picture. This event occurred during an unspecified procedure. There were no reports of patient harm.